Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's right lead was fractured and the left lead had migrated which was causing ineffective therapy. This was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2026 in which the leads were explanted and replaced. It is unknown which lead is right and which lead is left.